Manufacturer narrative:
Fowler release handle.

Event description:
It was reported by service report that the fowler release is hard to work. It is unk if there was pt involvement, however no adverse consequences are reported.